Event description:
It was reported that pump experienced malfunction with message labeled malf 9 and no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.